Manufacturer narrative:
Missing information: a1, a2, a3, a4, a5, a6, and d4. An internal investigation was initiated to determine the cause of the malfunction. The was not returned for further investigation. In turn, inogen will write a supplemental filing with any additional information gathered.

Event description:
It was reported the patient experienced no oxygen output from their unit. Reportedly, the patient's unit shutdown without warning. In turn, the patient was treated for more oxygen at the hospital and is doing fine. Reportedly, the patient had a backup source of oxygen, however failed to use it.